Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication errors b30 and e216 were displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirt, dust, or foreign material adhered to electrical contacts at scope connector, or electrical contact failure from accumulated electrical stress. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited a noisy image during inspection for use. There were no reports of patient involvement.